Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000186, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The ups was replaced and the system then passed a system checkout. The ups was returned to medtronic for analysis. Analysis revealed that the ups was physically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the uninterruptible power supply (ups) was not functioning correctly. The green power and amber charging indicators were lit. The issue occurred prior to a procedure. The suspected cause was that the ups was not going online, malfunctioning soon after the mobile view station (mvs) powered on. There was no patient involved. Additional information was received on 2020-04-26 clarifying the reported event. It was reported that the ups was unable to turn on from the "on" button on the front of the ups.